Event description:
#Medwatcher #(B)(4). Essure coil has migrated and perforated my uterus. I will be having a hysterectomy on (B)(6) 2015 to remove essure, my damaged uterus, fallopian tubes, etc. The migration was confirmed through an ultrasound. I have been having debilitating pelvic pain as a result. I have also gained a lot of weight, have terrible mood swings, brain fog, high blood pressure, bloated stomach, and more.